Event description:
A user facility clinic manager (cm) reported a combi set blood leak that occurred during a patient¿s hemodialysis (hd) treatment. At an unknown length of time into hd treatment, the operator unclamped the blue scissor clamp from the ¿t¿ line to administer heparin through the medication port and noticed a slow leak of what appeared to be mostly saline. There were no machine alarms from the fresenius 2008t hd machine, and no disconnections or separations had occurred. The treatment was able to be continued under close observation. There were no visible defects noted on the combi set, including at the site of the leak. The cm stated there was no leaking during the priming phase. In addition, it was confirmed that there were no changes in the patient¿s blood flow rate (bfr) that could have contributed to the reported event. The majority of the patient¿s blood was returned. The cm stated that if there was blood loss, then it was nominal. The cm did not want to speculate what the estimated blood loss (ebl) was. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any further treatment. The complaint device was not available for manufacturer evaluation as it was reportedly discarded. Additionally, the lot number for the device was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a combi set blood leak that occurred during a patient¿s hemodialysis (hd) treatment. At an unknown length of time into hd treatment, the operator unclamped the blue scissor clamp from the ¿t¿ line to administer heparin through the medication port and noticed a slow leak of what appeared to be mostly saline. There were no machine alarms from the fresenius 2008t hd machine, and no disconnections or separations had occurred. The treatment was able to be continued under close observation. There were no visible defects noted on the combi set, including at the site of the leak. The cm stated there was no leaking during the priming phase. In addition, it was confirmed that there were no changes in the patient¿s blood flow rate (bfr) that could have contributed to the reported event. The majority of the patient¿s blood was returned. The cm stated that if there was blood loss, then it was nominal. The cm did not want to speculate what the estimated blood loss (ebl) was. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any further treatment. The complaint device was not available for manufacturer evaluation as it was reportedly discarded. Additionally, the lot number for the device was unknown.